Event description:
The gastric valve (g-valve) was popping out from the gastric-jejunal (gj-tube). The pt's g-tube was vented for long periods of time and the connecting tube may put strain on the valve. The gastric valve itself was not returned with the gastrostomy tube. Per documentation: "mother reported balloon came out that day. Per md documentation: skin looks erythematous around gastrostomy site, suggest earlier leakage. The balloon site also looks damaged per the technologist." The placement of the j-tube with an attached gastric button was successful per the md. The tube had been placed four months ago. There was no harm.